Event description:
Event description cpi received information that this unipolar lead was removed from service. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing oversensing. The lead and ICD were replaced. Two unipolar leads (both model 4312 serial 043378 and 043379) are involved in the patient's lead system, cpi is unable to determine which serial has the problem, therefore will report on serial 043378 lead at this time.